Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08850. It was reported that the patient presented to the clinic for a follow up. Interrogation showed lead noise causing mode switching on both the right atrial (ra) and right ventricular (rv) leads. The patient was asymptomatic. Programming changes were made to the ventricular sensitivity. The patient was stable throughout.